Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device displayed an error 1 message. Note that an error 1 is accompanied by the message / instruction defib failure cycle power and then device operation is halted. There was no patient involvement.